Event description:
It was reported that patient underwent surgical intervention at unknown date for unknown reason wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. D6b - date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient had their prior system explanted due to reason unknown was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.